Event description:
Caller reported that the led lights on the tandem mobi pump were not turning on, and as a result, there was an adverse impact on the customer's blood glucose level, with the value being displayed as "high." The customer administered a corrective injection using a manual method to address the high blood glucose level. Technical support instructed the caller to place the pump on the charging pad, and upon confirming the lights flashed, the pump was deemed faulty and replaced. The customer was informed of the process for receiving the replacement pump and instructed to return the defective pump using the provided return box and pre-paid label.